Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
A surgeon reported that during surgery an intraocular lens (iol) jumped out of the cartridge and tore the pt's posterior capsule. The surgeon performed an anterior vitrectomy to retrieve the iol and implanted an iol of a different model. Additional info has been requested but not received to date.